Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Evaluation and investigation on mesher serial number (B)(6) identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the equipment is worn. Living legacy is a cadaver skin bank, therefore, there was no patient involvement. We believe the wear on the equipment was contributing to the incomplete meshing of the skin. The cutters were sent in for evaluation. No adverse event was reported as a result of this malfunction.